Event description:
It was reported that during tha (using competitor's implant), three lots of cement were used together and it set too quickly. The stem was impacted by a hammer and the calcar was cracked so it was wired with a cable. One out of these lots had not been stored at the recommended temperature (could not be confirmed). Two of these lots were stored in a refrigerator and were taken out right before the surgery. Room temperature was at 18-20 degree in c. The surgeon requested a test using these lot numbers and one of them was stored at a temperature higher than recommended. Surgeon would like to know if there is a risk when cement which was stored at different temperatures are mixed and used together.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat #: 6191-1-001 lot #: jan006 description: surgical simplex cement. Cat #: 6191-1-001 lot #: jfn017 description: surgical simplex cement. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.